Event description:
Pt with history of left calcaneus fracture states post orif. The pt developed chronic pain, x-rays revealed a piece of broken screw and also pt with evidence of impingement in the peroneal area. Intra-op per surgeon noted some of the screws were complete and some were broken. Three of the screws were in the peroneal tendons. The pt was also noted to have a slight prominent osseous piece right in the area of the peroneals. Upon evaulation of the fracture articular posterior facet. Area was curettaged and found bone to be stable, forming more like a cavity than a true nonunion. The defect was packed with bone material. An attempt was done to remove the broken screws, but due to concern of affecting the stability of the bone with making bigger holes, it was opted to leave the broken hardware which was within the bone alone.